Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material # 2477-0007 lot # unknown it was reported by customer that leaking in multiple places after priming product # 2477-0007. Verbatim: rcc received a complaint via email. Email(s) attached. Tenet children¿s hospital of michigan reported an issue with leaking in multiple places after priming product # 2477-0007. The set was saved.

Manufacturer narrative:
It was reported by customer that leaking in multiple places after priming product #2477-0007. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.